Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-602a-(B)(4): the fiber exhibits no signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure found. Probable root cause: based on the device analysis, there is no failure found with the returned product.

Event description:
The fiber was not used as the patient suffered a "cardiorespiratory arrest" before starting the procedure.

Event description:
It was further reported that the "patient is stable with no risk related with his live." It was a sudden attack. It was mentioned by the doctor that with an "old patient it is possible that he suffers an attack." "This could be from stress, nervous or another condition that is impossible to prevent. There was no bleeding during the procedure." There was no further information reported.

Event description:
During a bph procedure the patient suffered a "cardiogenic shock with cardiac arrest". The procedure could not be completed. There was no further information reported.